Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-24. H.6. Investigation summary: the sample sent by the customer were verified and it was possible observe packaging seal failure. The retain sample evaluation non nonconformance were observed. According the samples evaluation and tests performed the possible cause identified for the occurrence is failure at seal station at packaging machine, caused by presence of foreign material between seal toll and the product, with caused a punctual seal failure. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported that 25 bd plastipak¿ 1ml insulin syringes experienced damaged or open unit packages/seals where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: the plastipak 1ml luer slip syringe came with open packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 25 bd plastipak¿ 1ml insulin syringes experienced damaged or open unit packages/seals where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: the plastipak 1ml luer slip syringe came with open packaging.